Event description:
End user reports felt pain for 1 hour upon applying saf-gel. Two days after application, appeared black dots in the center of the wound.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. She uses saline to clean the wound. Saf-gel was indicated by vascular physician. The pt doesn't use any drugs. From a clinical perspective, a causal relationship between saf-gel hydrating dermal wound dressing gel and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.